Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that, when the suture product was delivered to the hospital, it was found the box had not been wrapped in a packaging film. There were no adverse patient consequences reported. No further information is available.